Event description:
Medtronic received information regarding a pipeline flex with shield that prolapsed into the aneurysm after deployment. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular internal carotid artery (ica) aneurysm. The aneurysm max diameter was 3.5mm and the neck diameter was 2mm. Dual antiplatelet treatment (dapt) was administered with pru level 190. Vessel tortuosity was moderate. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was back-flushed, loaded in the microcatheter, and delivered to the middle cerebral artery (mca) m1 segment. The pipeline stent was deployed from the terminus ica and opened well to cover the aneurysm and deployed well below the aneurysm. However, about 20 minutes after deployment, the pipeline stent prolapsed into the aneurysm. A second pipeline was deployed to secure the aneurysm and prevent thrombus. There were no patient symptoms associated with this event. Post-procedure angiography showed good flow in all arteries with slowed flow in the aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of migration is not known. The event was post deployment, while taking microcatheter over pipeline delivery system, pulled the stent down. The ped was deployed well beyond the aneurysm at least 5-7 mm beyond and ahead of aneurysm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.